Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through a study on long-dwelling transvenous lead extraction that a patient presented with a right ventricular lead that was extracted due to externalized conductors. A second patient presented with a right ventricular lead that exhibited externalized conductors. During extraction, the lead was shredded which resulted in thrombus formation. Thrombecatomy was performed and a remnant of the superior vena cava (svc) coil remained embedded in the patient.